Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer. Technical support assisted the caller by providing information on how to reset the pump, and after the reset, the malfunction did not recur. Customer was advised that they could continue using the pump and to call back if any further malfunction codes appeared.